Manufacturer narrative:
H3: product ID m995402a001 serial# (B)(6) was returned for product analysis. Analysis found the battery pack case was broken. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97745 (serial: (B)(6), product type: 0201-programmer patient brand name intellis; product ID 97745bp (serial: (B)(6), product type: 0001-accessory medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient reported that they had a problem with the unit. Patient noted that they went 2 months without operating the implanted neurostimulator due to the fact they had an operation and they were recovering from the operation. Patient reported that the controller was dormant for 6-7 weeks and they did not notice anything until 2-3 days ago. Patient tried to turn the controller on and they could not get any response from the controller. During the call patient service walked the patient through removing the battery pack and plugging controller into the ac power supply cord; patient confirmed controller powered on. Patient put the battery back into the controller and confirmed green light was not flashing above the screen. The screen went blank once removed from the a/c power cord. The issue was not resolved. An email was sent to the repair department to replace the controller. The rep cal led saying patient got the replacement controller, but that controller was not working. Caller had controller plugged into recharger during the call but the screen wouldn't turn on. Agent had caller plug into ac power and caller reported the screen turned on, but there was no green light flashing on the controller still. Agent reviewed a replacement battery pack would be sent this time.